Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that they were going to have surgery on their knee today 2024-nov-21 and they wanted to turn their therapy off for the surgery. Patient services walked the patient through connecting to their settings and the therapy was on. Patient services wanted to note that the patient commented when they had the communicator over the ins site that they could "feel it" in their device. Patient further clarified their comment and stated they would get a little sensation at the ins site when they had the communicator directly over the ins site and they were communicating with the ins. Patient stated they always would feel that when they went to connect. Patient services did not ask any further questions about the comment as they were focused on the reason for call. The patient was then able to successfully turn their therapy off and the patient's reason for call was met. The external devices were functioning as intended. The patient mentioned they were familiar with what to do for an MRI so they were surprised how "easy" it was this time to be able to turn the therapy off normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.